Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event which could have been an orthostatic reaction as it occurred after bending over and standing up. The patient had complete heart block but did have some underlying rhythm in the 30-40 bpm range. Device evaluation identified elevated threshold measurements and revealed the safety margin was not appropriate. Re-programming was performed to accommodate for the high thresholds. No additional adverse patient effects were reported.